Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2003, explanted: (B)(6) 2016, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2015-12-10, information was received from a consumer via a company representative regarding a male patient who was receiving dilaudid 24 mg/ml at 14.08 mg/day and marcaine 6.5mg/ml at 3.8 mg/day via an implantable pump for spinal pain. Starting in 2014, the patient felt queasy shortly after most refills. The feeling would last for about 4-6 hours after the refill. The healthcare provider (hcp) started using ultrasound to ensure they were in the pump, filling it very slowly and tried filling the pump with less drug to see if the patient had the same effect. The patient did not feel it with every refill. The patient experienced the symptom with about 18ml filled instead of 20ml; however, they tried filling it with only 16ml at the last refill, and the patient didn¿t have the symptom. It was then reiterated that the patient does not experience the symptom every time, even when they fill it full. Additional information has been requested regarding the event date, the cause of the event, diagnostics and the event¿s outcome, but it was not available at the time of this report. If additional information becomes available, the event will be updated. On 2016-10-10 additional information was received that reported that per the physician the patient had been reporting overdosing with pump refills. The physician had replaced the pump (see manufacturer report number 3004209178-2014-15081 ) and the symptoms continued. The physician attempted a catheter dye study and was unable to aspirate the catheter. The catheter was replaced. The patient status was noted as alive, no injury and the issue was resolved.

Manufacturer narrative:
Corrected information: sex, date of birth.